Manufacturer narrative:
Continue section e1 (phone #): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy & granuloma

Event description:
Healthcare professional reported right side "axillary lymphadenopathy with multinucleated cells to foreign body." The device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported "axillary lymphadenopathy with multinucleated cells to foreign body, unknown cause. Implant macroscopically normal, ultrasound and MRI performed". Device found to be intact. This record is for the right side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device analysis completion: based on the product analysis performed, the assessments of the complaints are: lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Granuloma : unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.